Manufacturer narrative:
Ref (B)(4). *investigation: x-review DHR; x-inspect returned samples. *analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Service & repair did not confirm the complaint. The unit functioned to specifications free of functional defects. The output was confirmed to be within specifications and there were no leakage errors. This unit was found to function but later found to fall under recall #1216677-05-24-2019-002-r for a potential for c21 to short out due to excessive current above the component's rating. A diode will address the issue and can be put in place once the unit is returned via the recall. *correction and/or corrective action: none. The unit was confirmed to function to specifications and returned to the customer. This unit was determine to be on the recall list. The customer will be made aware of the issue and request the unit be returned for the appropriate update to the display board. *was the complaint confirmed? No.

Event description:
Customer stated "coag too low when unit is cold, after warmup coag close to normal". Reference repair order: 91289 ref. (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "coag too low when unit is cold, after warmup coag close to normal". Reference repair order: (B)(4).